Manufacturer narrative:
Tandem¿s pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Reportedly, customer did not perform the air remove step of the load process. Customer's blood glucose was 120 mg/dl. Reportedly, customer resumed insulin delivery.